Manufacturer narrative:
Device failure suspected, but did not cause or contribute to a death or serious injury.

Event description:
Rptr indicated that the pt device was registering high impedance. X-rays were taken and reviewed by a radiologist who was not able to observe any issues with the device, and the x-rays were not sent to the MFR for further analysis. The rptr had no info on any manipulation or trauma that may have caused the event. The pt taken to surgery to replace the lead. The surgery was completed, but the explanted lead was cut into many pieces during the surgery, thus it was discarded, and will not be returned to the MFR for further analysis. Info suggests that the high impedance resolved following the implantation of the new lead.